Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported that the endoeye deflectable videoscope exhibited an e216 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was due to the image sensor unit and the circuit board in the endoscope connector being broken, leading to the subject event. Olympus presumed that one of the probable causes is irregular load, leading to the event since multiple damaged sites were observed on the bending section. Another probable cause is external stress of bumping during handling of the device. This would have led to irregular load on the internal circuit board, causing it to be broken, since scratches were observed on the endoscope connector and the connector case. The event can be detected by following the instructions for use which state: instructions for ltf- s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.